Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore no physical assessment could be conducted. Balloon could not be deflated may due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that a customer was using a urinary catheter, rusch silkomed 40 cm and after a few days leaks occurred and the catheter would not inflate evenly. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a customer was using a urinary catheter, rusch silkomed 40 cm and after a few days leaks occurred and the catheter would not inflate evenly. The patient's condition is unknown at this time.